Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va02dmk, implanted: (B)(6) 2012, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from patient reported that she was still having stim issues after knee surgery she called in about 2014. She still felt interstim not doing any good since implant. She thought her hip and knee replacement was the cause of her not to be able to walk well but it seems like it is more with the interstim. She had turned stim of a day prior to this call and her hip felt better with interstim being off. It was indicated that she has an appointment with new healthcare provider (hcp) and has some tests next week.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient who stated that she felt stimulation in her knee instead of her bladder where it should be. The patient also stated that when she first got her knee done it hurt terrible and was sore from the surgery and then the stimulator hurt it. The patient turned the stimulator off so her knee would heal and because she could not stand the pain in her knee. The patient stated that it would not be where she had to go to the bathroom and that it was still doing it at the time of report. The patient stated that her hip started hurting when the stimulator was turned on. The patient stated that at the time of report she still felt it in her knee but also sometimes in the bladder now that her knee had healed. The patient stated that it never tells her when she has to go to the bathroom and that it just goes off for no reason. The leads were moved around and the stimulator was turned up and down but this did not resolve the issue. To resolve the issue the stimulator was turned off but the patient stated it still would hurt her knee and hip for a while. The patient stated that they thought there was something wrong with her hip but when she shut the stimulator off it was somewhat better after a while. The patient was afraid that if the stimulator keeps hurting her hip and knee that it may damage them to the point where she would not be able to use them. The patient noted that she already felt that they were being damaged. The patient stated that lots of times the hip and knee hurt more due to the stimulator being on. The patient tried to do it as long as they could in hopes that it would get better but it never did. The patient stated that the stimulator does not go off at the right time or at the place where it should.

Event description:
It was reported that the patient was experiencing stimulation in the wrong location. The patient had interstim implanted and it was working fine when she started but after she got a knee replacement she started to feel stimulation in her knee. The stimulation in her knee prevented it from healing so she turned stimulation off for a couple months to let her knee heal. The patient had the knee replacement in (B)(6) 2013. The patient only feels stim sensation in her knee when stimulation is turned on. Prior to interstim implant the patient had a vaginal mesh and the doctor said he made a mistake and that's why the patient had interstim therapy implanted. Currently, the patient had a "petheray" (pessary) which she described as a ball to hold her bladder up. The patient had had this for 2 months. The patient had seen her managing hcp (healthcare provider) for "all kinds of adjustments" and reprogramming multiple times and sometimes it will work for a day and then the stimulation sensation will go back to the knee. Ins was in the patient's right hip and she was feeling stimulation in her left knee. They had already checked lead positioning and had done x-rays but it didn't appear that there was a problem with the lead. Prior to her knee replacement surgery the interstim worked well for her bladder and bowel and now it was not working and not doing her any good. The patient was not happy and she paid so much money for something that wasn't doing her any good. The patient noted that the managing hcp (healthcare provider) is making her feel like maybe this is all in her head. The patient also noted that managing hcp said maybe her uterus was down, "maybe I need it sewed up", and maybe the patient needed a rectal seal. The patient noted that the managing hcp recommended she "get a whole complete new surgery". The patient expressed hesitation to have another surgery. If additional information is received, a follow up report will be sent.